Manufacturer narrative:
H3: the electromagnetic navigation interface unit (product: 9735825, lot: 603000739) was returned to the manufacturer for analysis. Analysis found that ports five and six leds remained amber, with or without tools inserted. The remaining ports contained green leds with tool insertion but did not track. The cord was in "rough condition" as it contained multiple kinks. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the breakout box(bob) cable was bent. Ports 5 and 6 would intermittently be amber depending on the bob cable position. The representative was on site and reported that when an instrument was plugged into port 1, it had a green status but would not appear in the tracking window. The bob and emitter showed they were connected in tracking details. The representative opened em diagnostics 3 times: 1. The instrument was plugged into port 1 --> everything was connected, connected status on port 1, and there were no faults. 2. The instrument was plugged into port 1. He adjusted the bob cable so the amber leds on ports 5 and 6 were off, but they turned back to amber --> everything was connected and "tool faults: 0 receive coil noise 1" 3. The instrument was plugged into port 5/6 --> everything said connected, all port statuses said disconnected, and there were no fa ults. The representative tested this bob and emitter with another navigation system --> the issue was replicated on the other system and he confirmed the issue follows the bob. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: em intfce 9735825 s8 em instr intfce h3) onsite functional and visual examination was performed by a manufacturer representative. Damaged plug-in on axiem breakout box and amber lights showing intermittently on ports 5 and 6 of the breakout box - not able to see instruments in tracking window when present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3. H6) a manufacturer representative went to the site to test the navigation system. It was reported that the damaged axiem breakout box was replaced to resolve the issue. Already reported codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.